Event description:
It was reported the device had sensing difficulty. Inappropriate t-wave oversensing led to the patient receiving a shock. The device was removed and replaced and the leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported the device had sensing difficulty. Inappropriate t-wave oversensing led to the patient receiving a shock. The device was removed and replaced and the leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.